Event description:
The pt's mother reported that the pt experienced several infusion tubings separate at the luer connection while she was at college. The pt would change the infusion set immediately upon finding the separation, and her blood glucose was not affected. The pt did not require medical assistance from a healthcare professional or second party to address the issue. All alleged product was discarded. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.